Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing to pulmonary parenchyma in a lobectomy procedure, the surgeon tried to fire the handle with the reload. A part of handle was cracked and could not fire the device. Initial evaluation of the incident device found that the reload had damage to the cutting edge of the knife blade. Replication of the damaged knife blade may occur when an application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract.